Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed batter runtime test at 90 minutes. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact - (B)(6), biomed. It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run time. The getinge stm who found the issue, replaced the batteries (0146-00-0039). Stm then completed the pm with full calibration functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.